Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the manufacturer report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2008-04804 for a description of the other device. It was reported to boston scientific corporation on august 29, 2008 that a standard balloon replacement g-tube device was used during a replacement peg tube procedure. According to the complainant, during the procedure the balloon tested fine outside the patient, but it leaked from the inflation port when it was inflated inside the patient. The procedure was completed with a ross peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."